Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. This product is not sold in the us. However, similar product is sold in the us.

Event description:
The customer alleges that the flushing test of the catheter was performed before insertion and no problem was found. However, the user found the solution leaking from the inserted catheter during injection of the medicine. Exact leakage is unknown. The catheter was replaced. No patient injury reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed with no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review did not reveal any manufacturing related issues. The potential cause of the catheter leak could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the flushing test of the catheter was performed before insertion and no problem was found. However, the user found the solution leaking from the inserted catheter during injection of the medicine. Exact leakage is unknown. The catheter was replaced. No patient injury reported.